Event description:
It was reported that the patient presented in clinic for follow-up. X-ray imaging performed revealed lack of slack on the right ventricular lead and right atrial lead. Lead slack was successfully added on (B)(6) 2021. The patient was discharged. Related manufacturer reference number: 2017865-2021-40471.